Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient¿s cgm was reading 52 mg/dl. No bg meter comparison was done at this time. The patient was also wearing an insulin pump (brand information not available). The patient self- treated by eating candy and drinking juice. The patient began experiencing nausea, lethargy and just ¿felt very sick¿. Due to her symptoms, the patient¿s husband took her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 786 mg/dl. The patient was treated with insulin initially, and then treated with IV glucose to ensure her bg level did not drop too low. The patient was discharged home 2 days later on (B)(6) 2023. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.